Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the motor device and the reported condition that when the burr device was attached to the motor device it was observed that the burr device would not spin was confirmed. An assessment was performed and it was determined that the motor was not rotating with the lock/pawl assembly. It was further determined that the device failed pretest for safety assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that when the burr device was attached to the motor device it was observed that the burr device would not spin. During in-house engineering evaluation it was determined that the motor was not rotating with the lock/pawl assembly. It was further determined that the device failed pretest for safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.